Event description:
(B)(4). Insurance covered procedure. Since placement, pain in uterus, cramps, dull ache alot of time. Sex drive diminished, pain after intercourse. Strange rashes on skin, migraines, constant hives. Brain fog, anxiety, heavy bleeding on periods. Cyst on ovary, weight gain. Hair thinning. Must have hysterectomy to remove scheduled in (B)(6) 2016.